Event description:
It was reported that there was t-wave oversensing noted during right ventricular (rv) capture testing. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pacing lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.